Manufacturer narrative:
This incident occured in (B)(6), to a (B)(6) patient. She had a surgery to insert velofix tlif cage during (B)(6) 2020. On a date of (B)(6) 2020, it was found that she experienced the cage migration in l5-s1 toward the posterior. The exact date of surgery and the date when the problem was found were not provided. Only the information what we have is the months of the initial surgery and problem found. Accordingly, the section b3(date of event) and d6a say a random date of each month. No plan to have a revision surgery according to the surgeon's decision. The patient's condition is going to be monitored. We've tried to get the more detailed information about this incident, however, no further information has been provided so far. The follow-up report will be made if any additional information is available.

Event description:
The female patient had a surgery to insert velofix tlif cage during (B)(6) 2020. On a date of (B)(6) 2020, it was found that she experienced the cage migration in l5-s1 toward the posterior.